Event description:
It was reported that during surgery, the drill bit broke and was retained by the patient. The surgery was completed with a different drill bit. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Foreign - event occurred in canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component code - mechanical (g04) - drill. Visual examination of the returned product verified part and lot numbers. Cosmetic inspection of the product found scratches, worn etching and wear marks. It is confirmed the product has fractured at the cutting flutes end and not all the pieces were returned. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. It was alleged that the single-use drill bit was likely used in previous cases, but as previous use is not confirmed, a definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.